Manufacturer narrative:
The delivery device was returned to b+l. Visual inspection found that the tip of the delivery device was bent. The blue silicone cushion was protruding from the tip, causing it to bulge. There was very little dried solution visible on the loading deck and none in the tip. Functional testing could not be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that upon injection, one of the haptics became caught in the injector and tore off. The incision was enlarged, and the lens was removed and replaced with a backup lens successfully. The patient's current prognosis is good. In the physician's opinion, loading error was the likely cause of the lens damage.